Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip would not screw onto the scope. It was too small. No further information could be obtained on the description. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the dissection tip. A functional test was performed on the device and the tip was able to be attached to a reference endoscope as expected. Based upon this observation, the reported complaint could not be confirmed. Internal file number - (B)(4).